Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/28/2025, a notification was received indicating that a subject enrolled in the post-market cuffmend study did not receive the allograft during the surgery due to graft failure, poor tissue quality, and limitation of product. This was discovered during a cuffmend procedure. No further information was reported. Additional information received on 3/11/2025: the part number of the graft is aflex202. The surgery occurred on (B)(6)2025. The patient had poor-quality tissue and bone. Due to this, a pushlock pulled out. It was also reported that a fiberstitch misfired. The case was completed by removing the aflex202 graft and fixation and using two additional fiberstitch and pushlock devices. The case was delayed about ten minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.